Manufacturer narrative:
Event reported in lieu of analysis results. Analysis of the concerto implant coil (lot no. A830915) found that the coil was returned without introducer sheath. The concerto implant pushwire was found to be kinked at ~6.1 and broken but retained by release wire at ~7.9 cm from proximal end. The concerto implant coil was found to be detached and not returned. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil-shape-loop size¿ could not be confirmed and the cause could not be determined. No defect was found with the returned concerto implant coil that would have contributed to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that during deployment a concerto coil was not forming loops as desired. The coil and all a ccessory devices were prepared as indicated in the instructions for use. The coil was removed and replaced with another medtronic coil that was used successfully. There was no harm or injury to the patient.